Event description:
It was reported that the patient had an occlusion during new device implantation, the old device being removed due to normal battery depletion. There was also suspected loss of capture on the right ventricular (rv) lead, which has had high thresholds since before the new device implant. The device and leads remain in service. No additional adverse patient effects were reported.